Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine prolapse, large cystocele, rectocele, stress urinary incontinence with support and voiding dysfunction. It was reported that the patient underwent the concurrent procedures of total vaginal hysterectomy, bilateral salpingo-oophorectomy, a and p repair and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, urinary/bowel problems, and recurrence. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 01/09/2017.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.